Event description:
It was reported that the device shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient returned for their 45 day follow up procedure. The imaging showed that the closure device had shifted proximally and that there were leaks around the device. A CT scan was planned to determine the next steps or treatments for the patient.